Event description:
The biomedical engineering dept reported the device turns on and off by itself. Info was not provided regarding whether or not the device was in use when the reported situation occurred. Attempts were made by baxter service to obtain extra info regarding pt status, medical intervention, pt injury, age of pt and the medication involved but no additional details are known.